Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a no device found message. No anomalies were visually observed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Caller reported that they are unable to charge their implant (ins). Caller stated the issues began about 1.5 months ago and the issues have worsened over time and now they are unable to charge their ins. Caller commented that the therapy "operates their legs" and they depend on it. Caller stated they went to the doctor on (B)(6) 2022 and then spoke with a manufacturer rep and was told that their recharger cord most likely has a short in it. Pt was instructed to contact patient services for assistance. Caller did not have their recharger cord with them at the time of call and complained about having to call back. Pss offered to call pt back for further troubleshooting andto obtain serial number. Caller also mentioned their doctor (hcp) said they may have to replace the ins if the issue is not resolved. Pss attempted to clarify why the hcp said that and caller said because they can no longer charge the ins. Pss called pt back. Pt stated they have been unable to charge their ins and the recharger paddle has been becoming hot. A replacement recharger (rtm) was sent to the patient.